Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6). Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are experiencing elevated blood glucose along with ketones. Blood glucose at time of incident was 400. There were no pump alarms noted. Customer treated with the elevated blood glucose with a syringe. Customer replaced the battery set and used a new set out of the box, but blood glucose levels remained elevated. Customer reported borrowing another pump from endocrinologist. The loaner alarmed no delivery. Customer disconnected from the pump, which resulted in blood glucose rising to the 500s. Customer treated high blood glucose with a manual shot. Customer reported changing out the infusion set and that this resolved the high blood glucose issue. Product is not expected to be returned.